Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the shaver blade unit fell inside the pt and could potentially still be in the pt. It was further reported that another unit was available for use and the procedure was completed successfully.